Event description:
It was reported that during a supply change the user underfilled the insulin cartridge, observed no drops until priming reached 120 units, and the pump displayed the cartridge as empty; the event was attributed to use-of-device issues during the infusion set and cartridge change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified the appropriate device coding was not available for the specific component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.